Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer single piece lens and the lens tore. The reporter stated it was unknown if there was any patient contact but did indicate there was no patient injury.